Manufacturer narrative:
Additional information: follow up, additional information/correction, event problem and evaluation codes. The customer reported that the bedside monitor (bsm) felt very hot with the unit heating through the batteries. The unit's batteries have been replaced three times in a year and a half. The biomedical engineer (bme) was sent the service manual to understand the parts breakdown of the unit. The complaint has been closed per qa because the investigation has determined the complaint does not involve a product deficiency.

Manufacturer narrative:
The customer reported that the bedside monitor felt very hot, with the unit heating through the batteries. The unit's batteries have been replaced three times in a year and a half. Biomedical engineer was sent the service manual to understand the parts breakdown of the unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor felt very hot, with the unit heating through the batteries.